Event description:
Procedure: laparoscopy. According to the reporter: the surgeon fired the purple staple reload and opened it. Many of the staples did not form correctly and the tissue was not completely occluded as desired by surgeon. Another purple 60mm staple load was used to resect the tissue compromised by previous firing. No tissue reinforcement was used.

Manufacturer narrative:
(B)(4).